Event description:
Medication administered at standard and appropriate dosing for the patient. Medication delivered intrathecally, initiation of sensory changes confirmed by patient. Soon after surgery started, patient complaining of pain and inadequate anesthesia. Patient required additional anesthesia with conversion to general anesthesia. Patient safety issue: exposure of patient to invasive procedure without desired anesthetic outcome; exposure of patient to additional invasive procedures due to inadequate anesthesia; increased risk of hemodynamic compromise due to anesthetic requirements; increased risk to patient due to unplanned conversion to secondary anesthetic; baseline risks of both anesthetics to patient.

Event description:
Additional information received on 07/25/2025 for report mw5171176. In addition to the summary of compliant, (B)(6) states that there were many incidents of problem with medication issues with this spinal anesthesia trays. The medication, 0.75% bupivacaine with dextrose 8.25% was administered intrathecally. Medication administered at standard and appropriate dosing for the patient. The patient was not asked to discontinue any medication usually taken prior to the procedure. Medication administered confidently intrathecally with aspiration of cerebrospinal fluid before and after administration (confirming medication delivered intrathecally) ¿standard dosing appropriate for the procedure. There were different doses and different procedures for each failed spinal. These are procedures we have done for years at the same standard dosing without issue. (Between 1ml-1.8ml intrathecally)". Initiation of sensory changes confirmed by patient (feet starting to get numb) ¿ which confirms medication delivered successfully. After all indications of successful and adequate spinal anesthesia, surgery was started. The patient suffered no adverse reactions except for ¿lack of spinal anesthesia and increased pain during procedure¿. Soon after surgery started, patient complaining of pain and inadequate anesthesia. Patient required additional anesthesia with conversion to general anesthesia. No antidotes were given ¿there are no antidotes available or appropriate for this. The medication was ineffective therefore nothing to reverse¿. Lot and serial of spinal bupivacaine noted as result is indicative of inadequate, impotent or defective spinal bupivacaine included in braun spinal kits. Investigation of stored spinal kits ¿ all containing same serial number, unclear what lot number spinal bupivacaine is included in each kit due to sterility/not included in detail on kit. Requesting new spinal kits. This has resulted in the (B)(6) department of anesthesia¿s discontinuation of b braun spinal kit bupivacaine due to ineffective medication x 6. The facility leadership, patient safety, orthopedic service and medical logistics customer service was notified of this issue. Ms. (B)(6) stated.